Event description:
The customer reported that the generator failed while being used on a patient during a radio frequency ablation procedure. The procedure was stopped and rescheduled. Smoke came out of the generator during procedure.

Manufacturer narrative:
(B) (4). (B) (4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.